Manufacturer narrative:
H3, h6: the device was returned for evaluation. A visual inspection of the returned product confirmed that the packaging was unsealed on one edge, which would compromise sterility. A documentation review was performed. Manufacturing records and processes. The manufacturing records and processes for the reported batch contain no contributory factors, records confirm that this batch was manufactured, meeting the required specifications. All inspection and testing requirement was met prior to release. Sterility records confirm that the batch was sterilized according to the required validated procedures complaint history and escalation actions. Historical review details previous cases of this nature, which are considered isolated in scope and there are no open nor closed escalation actions. Related to this event type. A review of the product risk files, find the combination or product, event type and associated harms are anticipated, with no updates required. The probable cause is deemed to be a packaging failure. No manufacturing, labelling, design, concerns nor adverse trend have been observed, therefore no corrective actions are deemed necessary.

Manufacturer narrative:
H10: internal complaint reference: (B)(4)

Event description:
It was reported that upon inspection prior to use, a renasys f medium w/soft port sterile package was observed to be opened, resulting in compromised sterility. Treatment was performed with a s+n back-up device. Since incident occurred before procedure; patient was not yet involved.